Event description:
It was reported that the left tmj devices were removed due to infection

Manufacturer narrative:
Surgeon plans to place revision devices once the infection has resolved. It was not returned.

Manufacturer narrative:
The surgeon plans to revise devices with all-titanium devices due to the patients' allergy to nickel. H3 other text: it was discarded.

Event description:
It was reported that the left tmj devices were removed due to infection.